Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. Serial number was not provided. Unknown manufacturing date. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported cadd legacy cassette problem that started alarming right away when placed in pump, switched pumps tubing and prefilled cassette which worked. Lot number not provided. No patient injury reported.